Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for evaluation. Device analysis revealed a kink in the sheath assembly from femoral marker to the proximal end and a damaged/hole in the lap joint section of the catheter. Impedance testing shows a good unit wave form. Full image characterization testing cannot be performed based on the returned condition of the catheter. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 09-may-2018. It was reported that lost image occurred. The target lesion was located in the coronary artery. An opticross¿ imaging catheter was selected for use to visualize the lesion. However, during procedure, it was noted that the image disappeared. The procedure was completed with another of the same opticross¿ imaging catheter. No patient complications nor injuries were reported. However, device analysis revealed a damaged/hole in the lap joint section of the catheter.